Event description:
It was reported that the 9800 system has a high ma error and a communication error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The sys was tested and found to be working as intended, and put back into service.